Manufacturer narrative:
Block h6: device code a040501 captures the reportable event of stent calcified. Device code a150207 captures the reportable event of stent difficult to remove. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a percuflex plus ureteral stent was implanted during a stent replacement procedure. On (B)(6) 2024, a lithotripsy for stent removal was performed, and, during this procedure, it was found that stones were attached on the walls of both tubes and could not be removed. A holmium laser lithotripsy under general anesthesia was performed to remove the implanted stent which increased the patient's expenses and treatment. There was no information if a new stent was placed. There were no patient complications reported.

Event description:
It was reported that a percuflex plus ureteral stent was implanted during a stent replacement procedure on (B)(6) 2024. On (B)(6) 2024, a lithotripsy for a planned stent removal procedure was performed, and, during this procedure, it was found that stones were attached on the walls of both tubes and could not be removed. A holmium laser lithotripsy under general anesthesia was performed to remove the entire stent which increased the patient's expenses and treatment. A new percuflex plus was then implanted to the patient which successfully completed the procedure. There were no patient complications reported and the condition of the patient after the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code a040501 captures the reportable event of stent calcified. Device code a150207 captures the reportable event of stent difficult to remove. Impact code f23 captures the reportable event of unexpected medical intervention. Block b5 has been updated based on the additional information received on january 14, 2025. Corrected blocks a1, a4, e1, e3, and g2 based on the additional information received.